Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was found to have a broken sear. This was observed by a bd associate during their site visit. There was no patient involvement.

Event description:
It was reported that the pump module was found to have a broken sear. This was observed by a bd associate during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of damaged/broken sear was confirmed during external inspection visual inspection of the pump module observed damage/breakage of the sear right leg dog ear. Testing the pump module door sensor failed to engage the sear resulting in a door open alarm the sear was replaced with a known good sear to confirm the safety clamp open/door alarm related to a damaged sear. Third party analysis by exponent reported the residue found on the sears contained traces of edta salt present in the disinfectant virex tb, which is an unapproved cleaner. Fracture surfaces of two cracked, field-returned polycarbonate sears showed features consistent with environmental stress cracking (esc), likely due to exposure to incompatible cleaning materials. Bd mechanical engineering's impact testing on sample sears exposed to virex cleaner revealed brittlenests in the polycarbonate material due to the brittleness of the sear material, impact testing showed breakages similar to those in the hospital-returned samples he review of identified instances of ¿flow stop open¿ confirmed the sear being incapable of engaging the door sensor at the time of the broken dog ear. There was no patient involvement reported. The alaris system is used for treatment purposes as intended per 21 cfr 820 198(d)(2) note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported sear breakage is being attributed to the use of a non-approved chemical which lead to plastic embrittlement and environmental stress cracking. Bd mechanical engineering also confirmed that sears exposed to virex tb resulted in identical breakage as was observed by the facility.